Event description:
It was alleged that after arthroscopy surgery that patients right thigh are above the surgical site became firm, red and increased in size. It was reported that the swelling healed several hours later.